Manufacturer narrative:
D4-UDI(B)(6) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m793195 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000/ lot: m793195, test base part number 192-430/ lot: m793195. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m793195 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to patient sample interference. Substances in the sample itself may have interfered with the reaction. H3 other text : single use; device discarded

Event description:
The customer reported false negative results with the ID now covid-19 2.0 assay for twelve (12) patients on various dates. This MFR. Report addresses patient eight (8) of twelve (12). The customer reported a false negative result with the ID now covid-19 2.0 assay performed on 28nov2023 with a direct tested nasal kitted swab. Additional testing was performed via an unknown brand of lateral flow test which generated a positive result on an unknown date. Confirmation testing was not performed. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Event description:
The customer reported false negative results with the ID now covid-19 2.0 assay for twelve (12) patients on various dates. This MFR. Report addresses patient eight (8) of twelve (12). The customer reported a false negative result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 with a direct tested nasal kitted swab. Additional testing was performed via an unknown brand of lateral flow test which generated a positive result on an unknown date. Confirmation testing was not performed. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
D4-UDI: (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.